Event description:
As reported by the user facility: details of complaint: "catheter pushed in however resistance met. I attempted to pull catheter out, however I began to see the springround coil and not the full surrounding plastic catheter. I believe I then removed both the epidural needle and catheter and found the plastic catheter that remained was missing a little past the 5 cm marking. The inner springround coil seemed to be fully removed. I had to call spine surgery to come in for a consult as now there is potential 5 cm of plastic catheter that remains in her back of unknown location as catheter broke. Patient is pending a lower spine x ray and reassessment by spine surgery. "

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400563064. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.